Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. The device was not in patient use.during the evaluation of the device at the manufacturer's service center, a "service required" code was observed in the ventilator's downloaded error log. The device's power management board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a charging issue with the internal battery. The power management board was returned to the quality assurance laboratory for further investigation. During the investigation, the root cause of the power management board failing to charge the internal battery was found to be due to a crack in the solder joint of ferrite e2.